Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device appears to be under-sensing on the right atrial (ra) lead, resulting in early termination of event detections. The ra lead remains in use. No patient complications have been reported as a result of this event.